Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler, did not pipette sample into well position c2 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. No death or serious injury was associated with this event.